Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 535mg/dl at its highest and a correction bolus via the pump was delivered to address the bg level. A pump system check was performed and the infusion set tubing was found to be operating as expected. There was no damage noted to the cannula. The customer declined to change the cartridge as they had already changed the cartridge earlier in the day. Reportedly, the pump is worn against the customer's skin. The customer was to change their site and resume insulin. The customer declined follow-up by tandem technical support.